Manufacturer narrative:
(B)(4). The customer reported to philips that the device displayed error code 10003 upon power up. This error code is accompanied by the cycle power message/instruction and the device then halts operation. There was no report of adverse pt impact. The local philips service rep confirmed that the external data card was causing this malfunction. The local philips service rep removed/replaced the data card which resolved this issue.

Event description:
The customer reported to philips that the device displayed error code 10003 upon power up. This error code is accompanied by the cycle power message/instruction and the device then halts operation. There was no report of adverse pt impact.